Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
The account alleges there was a leakage from the transducer. Procedure was completed with a replacement part. No patient injury.